Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post valve deployment and subsequent patient death cannot be confirmed. Procedural factors (thv oversizing, manipulation of the devices, placement of the pacing lead), patient factors (porcelain aorta, moderate valvular calcification, native leaflet calcification, moderate aortic root calcification, stj calcification, oval native valve) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), performed with a 16mm balloon, a 26mm sapien 3 valve was implanted with 2ml less than nominal volume. Post valve implant, the patient¿s hemodynamics recovered without problems. Approximately 5 minutes post valve implant, an effusion was noted around the aorta and ventricular apex. The patient¿s blood pressure was around 60 mmhg. Pericardiocentesis was performed and 50ml of ¿blood¿ effusion was drained. Continuous drainage was established, but no further effusion was drained. The patient¿s hemodynamics were stable. It was determined that a perforation was caused by a pacing lead. The pacing lead had been placed with an unusual shape due to the patient¿s large right atrium. The procedure was completed. The patient was extubated and transferred to the ICU. The patient¿s blood pressure was in the 140¿s mmhg when the patient was extubated and transferred. Approximately 2 hours post transfer, the patient suffered a cardiac arrest. Percutaneous cardiopulmonary support (pcps) was initiated and the patient was returned to the hybrid operating room. Open surgery was performed and hemostasis was attempted under cardiopulmonary bypass. A rupture of the annulus at the sinus of valsalva was revealed during the open surgery. The ¿bentall¿ procedure was abandoned due to the severe calcification in the ascending aorta. All possible efforts were made to stop the bleeding with fibrin glue and ¿other things¿. The patient was transferred from the operating room. Unfortunately, the patient expired the following morning. The native annular diameter measured 20.1mm x 27.4mm by tee with an annular area of 414mm2. Moderate valvular calcification, native leaflet calcification ¿ ¿equally seen on all three valve cusps¿, and moderate aortic root calcification was reported. The stj diameter measured 23.2mm x 26.5mm with circumferential calcification reported. The physician considered that hemostasis had been achieved when the pericardial drainage was performed. Per medical opinion, the annular rupture was an ¿oozing rupture¿. Oversizing of the valve due to the very oval native valve and blood pressure control may have also contributed to the event.